Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported that a 23mm 3000 valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 6 years, 2 months due to stenosis and mild insufficiency. The patient underwent open tavr using a 26mm 9755rsl transcatheter valve. The patient was transported to the ICU post procedure. Per information received, physicians stated this failure appears to be an extension of his disease process. An open procedure was performed due to the potential of coronary obstruction by the surgical leaflets. The surgical leaflets were resected and the sapien implanted within the indwelling magna frame with aligned commissures. No obstruction of the coronaries was observed. The patient's procedure was finished and the patient transported to ICU.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.